Manufacturer narrative:
Other applicable components are: h6: product ID 3037 lot# serial# (B)(4) implanted: explanted: product type programmer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Patient called in wondering how to determine if the ins is on or off. In 2017, the patient's urinary and bowel sphincters were plugged up. On (B)(6) 2017, the patient's healthcare provider (hcp) turned stimulation off to see what would happen. As a result of turning stimulation off, the patient's sphincters were unplugged right away. Two days later, the patient said their sphincters were plugged up again. During the call, the patient was unable to use their patient programmer (pp) as their pp screen was blank and they didn't have batteries. As a result of the call, the patient will call back when they get batteries if needed. The next day, patient put batteries in their controller and says the images in the screen do not match what the previous call agent said. The patient was walked through their controller and they were getting the main screen and wanted to turn stimulation off as it was on. Consumer was assisted and they were successfully able to turn off stimulation. Additional information was received from the consumer regarding their implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy on (B)(6). The patient reported their device had turned on unexpectedly, was turning on by itself. The patient stated that two days after seeing their hcp he noticed the implant was back on; the patient had not used their programmer after seeing the hcp, so was not sure why it turned back on (B)(6). The patient stated last night he was having issues with symptoms again, and today he noticed the implant was back on again when it should have been off. Patient services reviewed the button use of the programmer with the patient and determined that he had likely pressed the stim on button today. It was recommended the patient see their hcp and have it interrogated since it was unclear when the implant turned back on. It was unknown whether cycling was programmed on the device. The patient also mentioned that he usually can find his implant on his back easily, but yesterday and today he has been having issues locating it. During troubleshooting it was the patient confirmed ins status with the patient programmer correctly. Patient was advised to keep a journal of the on/off incidents, and stated that he was journaling everything. The patient wanted directions on how to turn the device back off because he wants to see if it will relieve the tightness. No further complications were reported or are anticipated.

Event description:
Additional information was received from the consumer. The patient reported via an e-mail that they had vaguely recalled getting a request from the manufacturer company ¿way back for information about a claim by¿ the patient ¿that the 3058 sacral neurostimulator, sn (B)(6), implanted (B)(6) 2016 (with interstim icon 3037 s/n (B)(6) had turned itself off¿ (it should be noted that this information is conflicting with what the patient initially alleged.) The patient continued they never responded and that now they couldn¿t even find the message however the patient noted the day prior to writing the e-mail they had deliberately turned the stimulator off as part of an experiment regarding problems they believed were caused by the electrode being misplaced, displaced or corroded. In doing so, the patient noted, they had realized that there was no provision for turning the programmer off and that pressing the ¿off¿ button only turned the stimulator off. The patient stated they had ¿no doubt¿ that that is exactly what had transpired when they complained about the device shutting itself off. The patient did not allege an issue with the battery but the patient also mentioned that the thought of having to have invasive surgery just to replace a spent battery was not merely repugnant, it seemed like it was out of the dark ages in light of today¿s technology. There were no further complications reported.

Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# (B)(6) implanted: (B)(6) 2016. Product type lead h6: due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. H6: device, method, result, and conclusion codes apply to both lead 3889-28 lot va0xdah and ins 3058 (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.